Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently entered the fill tubing screen while connected to the infusion set and held the droplets button, delivering insulin, after which an agent guided the user to exit that screen; the user had recently eaten without a meal announcement, experienced a high blood glucose with a highest value of 260 mg/dl, and received troubleshooting and education on disconnecting during fill actions. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention or outside medical assistance, with non-medical assistance provided for operational guidance. Investigation included customer interview and troubleshooting. Investigation of this case revealed user error related to unintended insulin delivery during the fill procedure while connected, with the infusion set and cartridge implicated as involved components but functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during the fill process.